Event description:
Related manufacturer reference number: 1627487-2022-05702. It was reported that the patient had high impedances on their leads. Surgical intervention was undertaken on 27 september 2022, where both leads were explanted and replaced along with an elective ipg replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.